Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review the result log files were reviewed. The runs involving the reported discrepant result were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The amplification curve displaying a late florescent signal with an exponential curve in the fam channel. The amplification curve for the sars-cov-2 target (fam dye) rises above the threshold therefore generating a positive result. The assay is performing as expected with correct interpretations. There is no potential amp plate carryover risk for any sample ids (sids) in this investigation after reviewing the plate mapping analysis. Quality data review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 did not identify any issues which could result in the reported complaints no records related to the reported complaints were found and did not identify any issues which could have led to the reported complaints. No issues were found during quality control (qc) testing. The qc master lot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaints for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaints for lot 522354. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522354 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be conducted.

Event description:
Customer reported a false positive result on the alinity m sars cov-2 assay. A patient sample tested positive on the alinity m sars-cov-2 assay. The patient is questioning the result, since they tested negative the day before and are vaccinated. There was no report of any impact to patient management.